Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the blood around the external of the pump was black and felt hot. No known impact or consequence to pt. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
The complaint sample was not returned. A review of the device history revealed no anomalies which would contribute to the pump overheating during use. A retention sample was taken from lot rf08 and investigated for this event. Upon eval of the retention sample, the complaint was not confirmed. The sample was placed on a sarns drive motor and the sample was run for six hours at 2400 rpm. The retention sample operated as intended during the six hours with no heating issues. From the available info a definitive root cause is unable to be determined. (B)(4).